Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's power management board was replaced to address this issue.

Event description:
The manufacturer received information alleging a ventilator's internal battery failed. The patient required manual ventilation. No serious harm or injury were reported.